Event description:
It was reported the patient ((B)(6)) experienced sudden overstimulation and after which a loss of therapy. Efforts to establish communication with the ipg using different programmers were unsuccessful. Surgical intervention was undertaken for further interrogation. Intraoperative testing found no issues with respect to impedance. As such, the patient's ipg was replaced thereby resolving the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.